Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer experienced an elevated blood glucose (bg) level of 548 mg/dl. Customer administered a correction injection to address the bg. Reportedly; the pump successfully began charging after leaving the pump plugged into the power source.